Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent upon removal. The blood glucose level was 291 mg/dl. The patient replaced infusion sets and resumed insulin successfully. No additional information available.